Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received, analyzed and indicated oversensing due to non-physiologic signals/ short interval counts (sic). The analyst commented that 60 hz noise is evident on the egm.

Event description:
The patient¿s daughter reported that the patient received a shock as they were about to enter a swimming pool. The patient had no symptoms prior to or following the shock. The lead was to be revised due to the inappropriate shock until it was discovered that the patient¿s experience was due to external 60 cycle noise. The right ventricular (rv) lead sensitivity was decreased and a non-invasive programmed stimulation test was performed to ensure proper therapy delivery for ventricular fibrillation (vf). The patient was then sent home. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419388 lead, implanted (B)(6) 2008. Dtba1d1 ICD, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.